Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the squirts insulin when priming, buttons stick down and were delayed most of the time. The customer also stated that the insulin pump had failed battery test, part of insulin pump where belt clip attached was chipping, top of screen crack, rewinds was little slower, decrease battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, rewind test and displacement test. Device primed properly. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with intermittent button response due to flattened esc, act, up and down button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with cracked case from display window corner, broken belt clip slot and broken reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).